Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event where infusion set fell off on (B)(6) 2024 during use. Infusion set was used for 1 day. Blood glucose level was 184 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information was available.